Manufacturer narrative:
(B)(4)

Event description:
The recipient's electrode array reportedly migrated following implant surgery. The recipient underwent surgery to reinsert the electrode array. The recipient's device was activated.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated. This is the final report.